Event description:
Per complaint form: evar with occluded left hypogastric extending into the external iliac arteries. All stents were placed without incidents. On the contra aide (left). We needed to use a graft as a bridging stent along with another graft to achieve seal. After ballooning with a 32mm coda a completion angiogram was preformed. A leak was noticed in the left iliac and the right iliac look like the graft didn't fully open. It was decided to use a 12x4 angioplasty balloon on the right limb. It opened nicely. We then used it in the left limb all the way down the limb including the gate. We preformed another angio and the leak was still visible. It was decided it looked like a type iii coming form the segment of the 13x56 bridging stent between the proximal sealing stent and above the overlap of the 16x90 stent distally. We elected to reline that portion with a 13x74 stent. That leak disappeared. The overlap was reballooned with the coda and that leak was gone on the angiogram. However another leak was observed in the non overlapped area of the 16x90 stent. We elected to reline that stent also and used a 16x56 and relined the complete stent to just proximal to the distal sealing stent of the 16x90. This portion was reballooned with the coda and the leak was gone with the final angiogram.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.